Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump.